Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed that right ventricular lead exhibited noise over-oversensing leading to pacing inhibition. Insulation damage was suspected. The lead was explanted and replaced. The patient was discharged from hospital.